Event description:
It was reported that the customer's insulin pump alarmed motor error several times. It was stated that the device was not exposed to a high magnetic field, but it was contact with x-rays. The displacement test was performed and passed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test. However, the device alarmed motor error during the basic occlusion test as a result of a loose drive support disk. The motor was tested outside the device and passed. The insulin pump had a cracked case at the display window corners, broken battery tube threads, and missing end cap sticker.